Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided, we are unsure why the patient had coagulopathy.

Event description:
The patient had an endovascular stent graft placed for an aortic abdominal aneurysm in 2007. Within 24 hours, the patient died due to coagulopathy. The patient had developed severe coagulopathy that could not be controlled medically and lead to death.